Event description:
A cartridge alarm issue was reported by a caller. There was no adverse impact to the customer's blood glucose level. Technical support confirmed consecutive cartridge alarms and resolved the issue by deciding to replace the pump.